Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer replaced the latch to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported by the customer that a pyxis medstation es system had failed tower door. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.